Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, motor noise. Complaint of ticking noise was confirmed. Complaint of pulls to the left side was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, motor noise. Pulls to the left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Pulls to the left side.